Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaints since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number not being provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the unspecified trek balloon dilatation catheter (bdc) failed to advance and a separation occurred in the sheath. The bdc was completely removed from the patient and there were no reported adverse patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.